Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no audio output on the dexcom receiver. The patient stated that the receiver was displaying 400 mg/dl and did not receive an alert and dosed herself with insulin before falling asleep. When the patient woke up in the morning, she indicated the receiver was still showing 400 mg/dl and dosed herself with more insulin and the receiver still did not give an alert. The patient drove to the hospital and was treated. Treatment received and the reason for the hospital visit is unknown. No symptoms were reported. At the time of contact, the patient was out of the hospital and in healthy condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.